Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 368887) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The date of event is an approximation; the customer stated the comparison was performed "recently." The result from the meter was 4.0 inr. The result from the laboratory within 1 hour was 2.9 inr. The customer stated she may have pricked her finger too soon before the countdown. Product labeling states to "apply the blood drop to the test strip within 15 seconds after lancing your finger. Applying blood after this period of time would falsify the result." The customer's therapeutic range is 2.5 - 3.5 inr.